Event description:
It was reported that a patient had to go back to the hospital "a few days" after implant due to a blood clot. It was stated that the patient had been at the hospital "off and on" since implant and was in the process of rehabilitation. It was noted that the patient was taking pain medication again. The patient was in the hospital at the time of the report. Further information has been requested, but was not available at the time of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the patient developed an epidural hematoma four days post his stimulation implant. It was stated that on (B)(6)-2013 there was a resection of thoracic epidural hematoma. A scan was taken that showed a block at the "most caudal apex of the electrode". The patient did require hospitalization. It was stated that the patient outcome was serious illness or injury. The patient was in an in-patient rehabilitation facility.

Manufacturer narrative:
Product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).